Manufacturer narrative:
(B)(4).

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during patient use.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened cvc kit with one arrow raulerson syringe (ars) and introducer needle for analysis. Initial visual analysis did not reveal any obvious defects or anomalies. The ars was opened to visually analyze the internal valves for defects, and no damage was noted to the valves. The returned sample was functionally tested using a lab inventory introducer needle in accordance with the instructions for use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars did not consistently draw and aspirate water with and without the introducer needle, without any leaks or excessive air buildup only. Therefore, the ars did not pass functional testing. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not consistently snap back into a position = 1cc from the starting position. Therefore, the ars failed the vacuum test. The ars was sent to both r&d engineering and manufacturing engineering sites for further analysis. The plunger seal appeared to occasionally lose contact with the barrel when pulling back the syringe handle. This can be a result of a deformity with the components or deformity caused by incorrect usage of the ars. It was also noted that the cannula fully detached and retracted into the plunger while performing the pull test by hand. In contrast, when the sample was pull tested with the instron machine, no issues were observed. Additionally, when the individual components of the ars were examined, no obvious defects or anomalies were observed. The valves, barrel, and seal were all intact and showed no obvious deformities. A device history record review was performed and no relevant findings were identified. The issue of ars leaking was confirmed during functional testing of the returned sample. The ars did not consistently draw and aspirate water with and without an introducer needle. When conducting the pull test, r & d observed that the plunger seal lost contact with the barrel and the cannula became fully detached, which could potentially contribute to the leaking experienced. They stated that loss of contact between these components can be observed due to potentially defective components and/or from incorrect usage of the syringe. Further analysis of the individual components, including the valves, barrel, and seal, revealed that they did not contain any deformities. Therefore, based on the customer report, sample received, and analysis from both r & d and manufacturing, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.